Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that a red alert was generated for this system due to a pacing impedance measurement less than 200 ohms on the right ventricular(rv) channel. Additionally, noise was observed which was oversensed resulting in pacing inhibition. A revision procedure was performed. The rv lead was removed from service and noise was still observed when the replacement lead was interfaced to the existing device. Therefore, the device was also removed from service. However, the lead and device did not present with any physical anomalies so the root cause of the clinical observations was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.